Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: pain resulting in set hardware failure procedure: revision to replace rods and set screws level implanted: t10 it was reported that on unknown date, post-op, set screw backed out. A revision to replace rods back in tulip and put in new set screws occurred. The product came in contact with the patient. Patient feel pain due to screw backing out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.